Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the 4068 lead was capped and lead 2187 was removed due to high thresholds. It was noted that the pocket was reopened due to noise and all set screws were reset and closed. No further patient complications were reported as a result of this event.